Event description:
Customer reported receiving a low reading of 143 mg/dl on their blood glucose monitor. The laboratory reference reading of 311 mg/dl was received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The test strips were investigated with a retained meter. The complaint was not confirmed and no new issues were observed. During extended investigation, all results were within the range specification and no errors were observed during control solution testing. (B)(4).

Manufacturer narrative:
The reported product was returned. The meter was investigated and during control solution testing the complaint was not confirmed. Additionally, the reported reading was found in the meter's memory.